Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2016 due to a large cerebrovascular accident (cva). The patient was aphasic and flaccid on their right side. Interrogation of the patient's system controller revealed a momentary pump stoppage event in the event history. No further information was provided.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016 due to complications secondary to stroke and failure to thrive. It was reported that no autopsy was performed and no equipment would be sent back. No further information was provided.

Event description:
A (B)(4) for this event was received on 02/15/2017 stating: event desc: patient with left ventricular assist device (lvad) therapy for 7 month presents to outside hospital with acute large left middle cerebral artery cerebrovascular accident (cva) (in setting of inr 2.2, normal ldh, normal lvad performance) status post successful lmi thrombectomy. Unfortunately patient continued to have severe neurological deficits (right side weakness and aphasia). Due to high risk of hemorrhagic conversion (per neuro opinion), anticoagulation was held for 2 weeks post embolic cva. Unfortunately patient developed a hemorrhagic conversion ~ 4 weeks after the initial cva, and~ 2 weeks after anticoagulation was resumed.

Manufacturer narrative:
The report of a pump stop was confirmed based on the evaluation of the submitted system controller log file; the log file captured a momentary pump stoppage which lasted for 3 seconds. The pump appeared to have been operating normally before and after the event. A specific cause for the pump stoppage could not be conclusively determined. A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.